Event description:
It was reported that there may be a lead fracture. The patient is scheduled to see the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224drg defibrillator (B)(6) 2011; 6947-65 implantable tachy lead (B)(6) 2011.